Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy procedure, the surgeon tapped twice to create a pilot hole in the patient's talus. The patient has a good quality of bone. The implant was inserted and upon insertion, the implant broke half way. A second device was used to complete that part of the repair. Later in the procedure, the surgeon tapped a pilot hole with a screw tap in the patient's fibula and upon insertion of the implant, the implant broke. The implant was removed and another was opened and inserted. Upon insertion, this anchor broke as well. The implant was still functional and left in to complete the case with no adverse effect to the patient. Additional information provided 4/16/2019: a portion of the third implant that broke was left in the patient.